Event description:
It was reported that at the implant procedure the lead tested good in all parameters after being implanted. However, when it was connected to the device there was no pacing. The physician disconnected the lead and tried to re-implant the lead, but the patient suddenly had acute heart failure. For the patient's safety the physician capped the lead and implanted a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).